Event description:
The following was reported via a maude event report ((B)(4)). A peritoneal dialysis pt developed a multi organism peritonitis. The pt had cloudy effluent which was reported to be e coli, citrobacter and braakii. The pt was administered antibiotics for one month as being treated as an outpatient. The pt was then administered antibiotics by mouth and intraperitoneal. On (B)(6) 2013, the pt was brought to the ER with severe abdominal pain, diarrhea, vomiting and fever. The pt was reported to be in the hospital for 6 days with life threatening peritonitis. The pt began hemodialysis. The pt was discharged from the hospital with antibiotics and continued hemodialysis treatment for four months. The pt reports having lost fluid due to the peritonitis causing low blood sugar during treatments. It is reported that a leak was identified in the tubing during treatment.

Manufacturer narrative:
We are unable to contact the initial reporter as pt information was withheld from the maude event report ((B)(4)). This MDR includes all information received to date. The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Without medical records, a lot number and/or sample, no conclusion can be drawn.